Event description:
It was reported that the procedure was to treat a de novo lesion in the left circumflex (lcx) artery with moderate calcification and moderate tortuosity. The 3x18mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a dissection occurred. Therefore, another 3x18mm xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment nonconformities. The electronic lot history record (lhr) revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (IFU), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.